Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing and loss of capture (loc). Technical services (ts) was consulted and explained that the undersensing was followed by ventricular pacing, which did not capture because the heart was not ready to contract again yet, followed by backup pacing. Auto capture did not detect an appropriate evoked. The lead remains in service. No adverse patient effects were reported.